Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. No e70 alarm noted on alarm history and motor passed motor test.

Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.